Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The customer reported that a patient with severe arrhythmia was admitted to the hospital. During the waiting period, it was discovered that no arrhythmia settings can be seen on the infinity central station and that the monitor only has a few arrhythmia settings activated. The only arrhythmia alarms present are, asystole, vf and vt (over10 beats). It was noted that the monitor is not installed with the correct arrhythmia options, this is rectified by dräger. The patient was moved to another host location with the correct arrhythmia alarm settings. There was no report of patient harm or adverse event.

Manufacturer narrative:
Updated evaluation: logs were unavailable for analysis; however, further information was received stating that the root cause was a draeger servicing issue where full arr option was not restored after service of the c700 cockpit was performed. This resulted in a situation where this bedside monitor had only the basic arrhythmia analysis for some days. Dräger immediately installed the preferred user settings when the discrepancy was learned.

Event description:
The customer reported that a patient with severe arrhythmia was admitted to the hospital. During the waiting period, it was discovered that no arrhythmia settings can be seen on the infinity central station and that the monitor only has a few arrhythmia settings activated. The only arrhythmia alarms present are, asystole, vf and vt (over10 beats). It was noted that the monitor is not installed with the correct arrhythmia options, this is rectified by dräger. The patient was moved to another host location with the correct arrhythmia alarm settings. There was no report of patient harm or adverse event.

Manufacturer narrative:
It was reported to draeger that a patient with arrhythmia was admitted to the hospital, and it was discovered that the infinity central station was displaying arrhythmia settings for asystole, vf and vt (over10 beats) only. The patient was moved to another host location with additional arrhythmia settings and no adverse patient impact was reported. The ics (infinity central station) in question was receiving settings that have been set via the ECG menu at the infinity acute care system (iacs). According to the instructions for use (IFU) there are 3 arrythmia modes that can be chosen on the iacs: basic, advanced and off. If the basic mode is chosen at the bedside iacs, the vtach setting will be shown along with asystole and vf which are both default high priority alarms. The description of event states that this was discovered and was rectified by drager. Additional information was requested, including clarification on the actions that corrected the issue, the device logs to confirm the menu change, and what telemetry monitor was at the bedside at the time, however, this information was not made available.

Event description:
The customer reported that a patient with severe arrhythmia was admitted to the hospital. During the waiting period, it was discovered that no arrhythmia settings can be seen on the infinity central station and that the monitor only has a few arrhythmia settings activated. The only arrhythmia alarms present are, asystole, vf and vt (over10 beats). It was noted that the monitor is not installed with the correct arrhythmia options, this is rectified by dräger. The patient was moved to another host location with the correct arrhythmia alarm settings. There was no report of patient harm or adverse event.